Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility representative provided troubleshooting updates and stated they took the same video scope cable and scope to another cv-190 device and was able to produce a image and secure the digital light source cable. Olympus advised the customer to send in the device for repair. To date, no device has been received for evaluation. If the device is returned at a later date, a summary of the investigation results will be provided in a supplemental report.

Event description:
The user facility reported that the device displays no image when using 180 series scopes. There is no report of any patient involvement or patient harm. Olympus is attempting to gather additional information related to this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: d10, g4, g7, h2, h3, h4 h6 and h10. The device was returned to the service for evaluation. The customer¿s complaint of when using the maj-1430 connect, the image was black. A full inspection was performed on the unit and the unit failed inspection due to no image inside the mask when using a test scopes (bfp180,gifh180,gifq180) caused by faulty dr board and faulty patient set. The unit had minor wear/tear and scratches which does not affect functionality. There was also outdated software version 1.06.00. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. The legal manufacturer reported that the unit was delivered to the customer (B)(6), 2013. However, the legal manufacturer reported that the probable cause for the reported event was as follows: ·(1) it is presumed that the events were caused by the abrasion on the electrical contacts of the video connector socket due to long-term use as more than 6 years have passed since the delivery, or caused by the corrosion on the connector pin due to the user performing connection to the subject device without sufficiently drying the electrical contacts of the video connector. ·(2) it is also presumed that malfunctions in which no image is displayed or the endoscope is not recognized occurred because there was a problem with the electrical connection to the videoscope due to abrasion and corrosion on the electrical contacts of the video connector socket. Regarding the drying of electrical contacts, the following is described in the instruction manual. This may have prevented the event of (1) and (2). Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. In addition, regarding the prohibition on cleaning of electrical contacts, the following is described in the instruction manual. This may have prevented the event of (1) and (2). Do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center as the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.